Event description:
It was reported that there was undersensing and high thresholds in the atrial lead. The lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 6947 implantable tachy lead, (B)(6) 2004. (B)(4).